Event description:
Material no. 320440, batch no. 1074168. It was reported that while using bd ultra-fine¿ u-100 syringe 1/2 unit markings 31 g x 8 mm 0.3 cc, there was unknown clear liquid in syringe barrel. The following information was provided by the initial reporter: consumer reported unknown clear liquid in syringe barrel, and that he believes the unknown clear liquid is condensation. Consumer also stated that several syringes have been affected and several syringes from previous box were also affected; no catalog, lot or product samples available.

Manufacturer narrative:
The date received by manufacturer has been used for this field. 320440 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 320440, unknown batch no. 1074168, unknown. It was reported that while using bd ultra-fine¿ u-100 syringe 1/2 unit markings 31 g x 8 mm 0.3 cc, there was unknown clear liquid in syringe barrel. The following information was provided by the initial reporter: consumer reported unknown clear liquid in syringe barrel, and that he believes the unknown clear liquid is condensation. Consumer also stated that several syringes have been affected and several syringes from previous box were also affected; no catalog, lot or product samples available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1074168. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.